Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The internal leak was visually observed on the top of the headers and inside the fibers of the dialyzer. Estimated blood loss was 50cc's. The pt had no adverse effect. A companion sample of the same lot number is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.